Manufacturer narrative:
An event regarding appearance issue involving an metal head was reported. The event was not confirmed. Method & results: -device evaluation and results: visual inspection for the returned device noted no discoloration. Minor scratches were observed on head surfaces likely due to both heads being returned together in same packaging. Material analysis engineer indicated that there was no material integrity issue. -medical records received and evaluation: not performed since patient factors didn't contribute to the event. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there has been no other event for the lot referenced. Conclusions: visual inspection for the returned device noted no discoloration. Minor scratches were observed on head surfaces likely due to both heads being returned together in same packaging. Material analysis engineer indicated that there was no material integrity issue.

Event description:
6260-9-340 lfit anatomic v40 femoral head appeared to have a dark finish when opened. A second head of the same size and offset was opened which had a similar yet not as pronounced dark finish.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
(B)(4) lfit anatomic v40 femoral head appeared to have a dark finish when opened. A second head of the same size and offset was opened which had a similar yet not as pronounced dark finish.